Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
For a little over a month, the patient (pt) has been experiencing breakthrough stimulation in their legs. There hasn't been any falls per caller per patient report. Pt last charged their ins without incident a few weeks ago. Tss reviewed charging their ins some so that they can confirm that stim is off and then reviewed considerations for reprogramming and imaging of leads to investigate complaint about stim being felt even though stim should be off due to ins being depleted. Pt also reports having more pain recently as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that there were no external/patient factors. The cause was determined to be that the patient was confused, and mistaking the stimulation for an aspect of neuropathy. He states that it feels almost identical to the machine itself when turned on. The device was reprogrammed and is now helping with relief. The issue was resolved.